Manufacturer narrative:
Results: no results available, since no evaluation performed. Based on the current information provided, the cause of the alleged operative complications cannot be determined. Although the article mentions that the vessel injury was related to stapling, details regarding the stapling device(s) were not provided. Isi has attempted to contact the article¿s author correspondence to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs cannot be performed due to insufficient information provided in relation to the event details (i.e. Procedure date, surgeon name, device details) and da vinci system information. As of 18-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during three da vinci-assisted lung resection procedures, a bronchial injury occurred. In each case, the bronchial injury was repaired with suturing. At this time, the cause of each bronchial injury is unclear. The event date is unknown. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
On 21-aug-2020, intuitive surgical, inc. (Isi) became aware of a ¿general thoracic and cardiovascular surgery¿ article entitled, 'intraoperative complications and troubles in robot assisted anatomical pulmonary resection', (ueno, h., watanabe, y., et al., 2020). Within the journal article, the following operative complications involving da vinci si surgical procedures were noted: two bronchial (stump) injuries occurred in relation to stapling of bronchus. One bronchial injury occurred during a right s7+s8 segmentectomy. It is noted that the cause of the bronchial injury in this case ¿might be due to reoperation after ipsilateral metachronous segmentectomy.¿ the patient¿s bronchial tissue was reportedly ¿sticky and the peeling layer was difficult to understand.¿ the other bronchial injury occurred during a left upper lobectomy. According to the article, the bronchial injury was due to inflammatory adhesion of hilar lymph nodes and the cause ¿may include lack of tactile sensation and limited direction of stapling.¿ also, in a third case, a bronchial injury occurred during a left basal segmentectomy procedure. The injury reportedly occurred during dissection of bronchial tissue. Per the article, ¿each bronchial injury was repaired by suturing stump or bronchial wall under robot-assisted surgery,¿ was noted. Additionally, the following was noted: ¿bronchial repair was completed with robot assistance and without conversion in all the patients. Postoperative complications related to bronchial injury were not observed.¿